Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump alarmed for change battery now after putting new battery. It was reported that insulin pump also alarmed pump error. Customer¿s blood glucose was 7.8 mmol/l at time of incident. It was reported that alarm did not occur immediately after a battery change. Insulin pump will not be return for analysis.